Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement and/or use inadvertent mishandling resulted in the noted device damages (multiple outer member chatter marks, multiple outer member kinks, shaft bend) and ultimately resulted in the reported/noted shaft separation. Further manipulation of the compromised device likely resulted in the noted stretched inner member tip and the noted stent damages (partially deployed/flowered, stretched, bent and flared). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the right popliteal artery. The 4.0x40mm xpert pro self-expanding stent system (sess) was used in a procedure; however the outer sheath separated from the shaft of the sess outside the patient anatomy. The sess was removed from the patient and the procedure was completed with percutaneous transluminal angioplasty only. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.